Event description:
Potential for injury associated with a patriot custom manual wheelchair with a caster head bolt that has fallen out. This could cause the chair to become unstable and cause injury to the user.